Event description:
Nurse working with infant in prep for MRI. Blood backing up in uvcc and into extension tubing at 9:30 am. Line checked, rate increased and multiple adjustments made due to drop in blood pressure. Blood continued to back up in tubing. Finally extension tubing was changed. Saved and found to have a large crack at the hub that connected it to the dopamine drip, pump wet. Blood pressure dropped as low as a mean of 24. Tubing was saved in biohazard bag.